Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the case information, a conclusive cause for the reported patient effects of vascular injury and hemorrhage, and the relationship to the product, if any, cannot be determined. A definitive cause for the unspecified device issue could not be determined. The reported surgical intervention was likely related to case circumstances. The patient effects of vascular injury and hemorrhage are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: estimated date. D4: the UDI is not known as the part and lot number were not provided. Attachment article titled "initial single-centre experience with the abbott pro-style closure device for percutaneous decannulation following venoarterial extracorporeal membrane oxygenation weaning"

Event description:
The article aimed to evaluate the feasibility and early outcomes of a percutaneous venoarterial extracorporeal membrane oxygenation (va-ECMO) decannulation technique using the prostyle closure device, compared with surgical cutdown. Between november 2023 and july 2024, a prostyle device was used in 15 patients in the common femoral artery. Of the 15, two patients converted to open surgery due to device failure and hemorrhage, and one patient had a groin wound complication. The article concludes by stating the early experience supports the feasibility of percutaneous va-ECMO decannulation using the prostyle closure device, with promising signals toward reduced wound complications and shorter procedure times. Details are listed in the attached article, titled ¿initial single-centre experience with the abbott pro-style closure device for percutaneous decannulation following venoarterial extracorporeal membrane oxygenation weaning¿